Event description:
Patient representative reported "patient underwent the placement of a saline implant on the right reconstructed breast underneath the tram flap. A few months later patient underwent revision of the right reconstructed breast with fat grafting and left breast augmentation for symmetry. A few months later patient underwent a right nipple areolar complex reconstruction with local skin flap and full-thickness skin graft. Sometime later patient's right implant ruptured and patient underwent replacement of the ruptured implant." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.